Event description:
Surgical intervention was required to replace three polyaxial screws which did not properly lock into position. Revision surgery occurred on (B)(6) 2011. All three devices were removed and replace without issue. The zodiac spinal fixation system was originally implanted on (B)(6) 2011

Manufacturer narrative:
An evaluation concluded the three polyaxial screws were properly manufactured to design specification and perform as intended. No irregularities were detected. Correspondence from the sales rep revealed the surgeon indicated it may be possible the set screws were not final torqued during the initial surgery. He also relayed the 100 in-lb torque wrench supplied for the case was verified to function as intended. There are no signs that force (final set screw torquing) had been introduced to the friction head. The friction head locks/eliminates mobility of the device once placed in the desired position. Locking cannot be achieved without applying force. The bushing of a polyaxial screw is designed to create a friction fit. This minimizes unwanted screw head movement during rod placement. It also allows mobility to align the screw heads to assure proper seating of the rod. Once force is introduced via a set screw, the tapered sides of the bushing are lodged between the ball of the screw and the pocket of the head, locking the screw into the desired position. The instruction for use, (B)(4) states in the warning section # 11; it is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Surgical technique lit-83065 page 13 instructs the user to utilize the supplied 100 in/lb torque wrench. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks.